Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that it was unknown if the infection was confirmed and it was unknown if the patient's pain resolved. The cause of the higher than normal pain was also unknown. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6)2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an external neurostimulator (ens). It was reported that the trial patient had a higher than normal pain and had to go to the emergency room (ER). Their trial leads were removed. It was noted the patient possibly had an infection. The physician assistant who saw the patient gave the patient antibiotics and sent the patient home. The patient was to follow up with their doctor. It was unknown at the time of the report if the pain and possible infection had resolved. The trial leads that were removed were discarded by the doctor despite a request to return the product to the manufacturer. No further complications were reported or anticipated.